Event description:
Medtronic oxygenator was found to have an area that was cracked and sheared off during a coronary bypass surgery. This happened as the perfusionist was setting up his equipment to prepare for cardiopulmonary bypass (prior to the pump being started). A huge hole blown in top of unit and luer connection sheared off. There have been at least six other occurrences at a near by hospital for this product. Surgeons have expressed the use of this device is concerning.what was the original intended procedure?CABG x5.device #1is this a laboratory device or laboratory test?no.